Event description:
The pt was sitting on wheelchair with ventilator. She was brought to living room. The ventilator was unplugged from power source for about 1.5 hours and it was operating on internal battery. The ventilator gave audible battery empty alarm and it shutdown itself when caregiver went to check the alarm. The pt was manually ventilated with ambu bag. No death or no severe injury was reported.